Event description:
The user facility reported the automated impella console (aic) was having intermittent alarms for purge pressure increase that quickly resolve. Purge pressure was maintained. It was reported that the patient was rolling and moving a lot in bed and might be putting pressure on the purge line. Registered nurse (rn) was instructed to try and keep the catheter clear and free from possible impingement and make sure the patient was not rolling over on the catheter. The patient continued on support until the patient was successfully bridged to orthotopic heart transplant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.